Event description:
It was reported that the user experienced sustained hyperglycemia with a measured blood glucose of 324 mg/dl for several hours, and was advised to perform an infusion site change but lacked replacement infusion sets and elected to transition to subcutaneous insulin by pen as alternate therapy. Symptoms included high blood glucose. Outcomes included interruption of usual pump therapy and initiation of alternate insulin delivery without hospitalization. Investigation included complaint intake and troubleshooting with user education regarding site management. Investigation of this case revealed no device malfunction reported or confirmed, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of a device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.